Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leak in the powerpicc is unconfirmed because the product could not be reproduced. One 4 fr powerpicc solo catheter was returned for evaluation. An initial visual observation showed blood use residues throughout the returned catheter, and nothing remarkable was observed during a gross visual evaluation. A functional test of infusing water into the luer using a 12 ml syringe revealed the catheter to be patent to infusion without any leaks. A microscopic observation revealed nothing remarkable along the returned powerpicc catheter. The complaint of a leak in the catheter was unconfirmed due to the inability to reproduce the complaint. Possible contributing factors may include attachment of incompatible accessories.

Event description:
It was reported by customer that patient presented to the emergency department with a PICC line that was leaking. Upon further inspection, leaking was noted at the seam of the solo valve. Additional information received on april 25, 2023: PICC leaking at the valve. Found during infusion by homecare nurse. Line replaced through emergency room by PICC nurse.

Event description:
It was reported by customer that patient presented to the emergency department with a PICC line that was leaking. Upon further inspection, leaking was noted at the seam of the solo valve. Additional information received april 25, 2023: PICC leaking at the valve. Found during infusion by homecare nurse. Line replaced through emergency room by PICC nurse.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.